Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had error fault f7. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, and replaced parts (0670-00-0770) exec processor, (0040-00-0456) display monitor and (0670-00-0781) video generator as listed below due to software incompatibility as per getinge tech support . All functional and safety checks were then performed to meet factory specifications. The following investigation the failure analysis and testing department (fat): the failure analysis and testing department received an executive processor board p/n 0670-00-0770 with a reported issue of ¿software incompatibility¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. The test did trigger the reported problem of the ¿software incompatibility¿, b14 software can't be downloaded. The fat was able to replicate the failure experienced by the customer. The part was sent for supplier investigation as per procedure. The result of the supplier investigation was that the error not detected as described software incompatibility. All ict, hi-pot, fct, and manual test results have passed. Part was retained by fat per procedure. The fat received a second executive processor board p/n 0670-00-0770 with a reported of ¿software incompatibility¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing . Performed and tested in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (1 hour) did not trigger the reported problem of ¿software incompatibility¿. The failure analysis and testing department was unable to replicate the failure. Retaining the executive processor board in the failure analysis and testing department per procedure. The part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. The fat received a third executive processor board p/n 0670-00-0770, with a reported of ¿software incompatibility¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing. Performed and tested in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (1 hour) did not trigger the reported problem of ¿software incompatibility¿. The failure analysis and testing department was unable to replicate the failure. The part was sent for supplier investigation as per procedure. The result of the supplier investigation was that the error not detected as described software incompatibility. All ict, hi-pot, fct, and manual test results have passed. Part was retained by fat per procedure. The fat received and inspected a video generator board p/n 0670-00-0781, and observed that video generator board is an old version and cannot be tested and also not compatible with the iabp¿s in the lab. No further test can be done. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the video generator board in the fat as per procedure. The supplier will not evaluate this part due to it not being rohs complaint. Part will be retained and processed for scrap as per procedure. The fat received and inspected a second video generator board and observed that video generator board is an old version and cannot be tested and also not compatible with the iabp¿s in the lab. No further test can be done. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. The supplier will not evaluate this part due to it not being rohs complaint. Part will be retained and processed for scrap as per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error fault f7. There was no patient harm reported.